Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 june 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. First mitraclip used (lot: 31120r1055) was implanted successfully. Second clip xt (lot: 31213r2027) was then implanted. After release, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third mitraclip lot: 30622r1088 was implanted successfully to stabilize and further reduce mr. The procedure ended with mr grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.